Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The fans were dusty and the illuminator was installed into a test system and it failed to turn on the lamp module with error 48238. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure; the customer reported a noise from the vision side cart and the system alarmed with rsl error 48238 and nes error 297. The lamp and illuminator led indicator turned off and persisted after power cycling. The surgeon made the decision to complete the procedure using traditional laparoscopic techniques. No patient harm, adverse outcome or injury was reported. A field service engineer was dispatched to the facility and was able to reproduce the reported issue and verify to errors in the log files. The illuminator was replaced to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.